Event description:
The balloon tore during the retrieval in the introducer. Three pieces of the device were removed from the pt using three different introducers to retrieve the three fragments. Part of the device remained inside the pt: the tip of the shaft (where there are the markers) and a piece of the balloon were retrieved with three different introducers. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4) - not listed in the instructions for use. (B)(4) - listed in the instructions for use. No product was returned to assist in this investigation. Per dfmea balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure, rbp is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Each device is leak tested and the balloon bonds are examined. These detection activities will likely result in a very high probability of detection to prevent rupture. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. Without the complaint device a thorough root cause analysis is not possible. The stated inflation pressure of 10-12 atm is well within the inflation pressure. Vessel calcification is given however the extent is not stated. Extensive calcification or difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (greater than or equal to 15 atm). The root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is insufficient risk to warrant risk mitigation.